Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing pain at the site of the scs ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A case of pain at ipg site was reported to abbott. The ipg was repositioned on (B)(6) 2023. No complication during the procedure and therapy restored post-op. That ipg was moved north a few inches because it was bothering her in the position it was previously in. Nothing was explanted. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was repositioned to address the issue.